Event description:
It was reported when using the pyxis anesthesia es system unexpectedly stopped responding and displayed the blue screen. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, g2, h6, h11. Upon investigation of the actual device used in this incident it was determined that there were no issues with the system. The technical support specialist completed proactive check to resolve. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es unexpectedly stopped responding and displayed the blue screen. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.